Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6; h10. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient had a deep wound infection post-op day 7, which was successfully treated with open debridement, irrigation, and antibiotics without the necessity of implant removal. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). G2 report source : foreign: switzerland. Literature : jana f. Schader, caroline thalmann1, katharina s. Maier,tom schiener, karl stofel2,3 & arno frigg (2023) prospective evaluation of clinical and radiographic 10-year results of fitmore short-stem total hip arthroplasty. Journal of orthopaedic surgery and research. (1-6). Https://doi.org/10.1186/s13018-023-04359-3. D10: unknown fitmore stem unknown item# and lot #. Unknown head unknown item# and lot #. Unknown cup unknown item# and lot #. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient had an infection post-op day 7, the pathogen identified was streptococcus dysgalactiae. The patient displayed the following symptoms: recurrent bouts of fever, more severe hip pain and discrete redness above the wound. The infection was successfully treated with open debridement, irrigation, and antibiotics without the necessity of implant removal. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.